Event description:
The customer reported that ventilator touchscreen did not respond well when attempting to set a prescription. The phenomenon was observed during pre-use checking. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the fse who confirmed the reported issue. The fse replaced the touchscreen. The unit was then functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
B4: (B)(6) 2021. The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. It was determined that the ul_lr and ur_ll resistance were out of specification.